Manufacturer narrative:
Method: the trajectory was reviewed in three steps: the guide is seated on the dental model with an atomage inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectories are measured against implants positioned in the treatment plans. Axial center to center distance are taken at the implant(s) crest and implant(s) apex.

Event description:
The surgical guide was not snugly fitted, but there was no rocking so the doctor proceeded with the case. The doctor drilled the first drill and realized that all four sites were too buccal. There was buccal bone perforation so he grafted all four sites and closed the patient up. Local anesthesia was used for the procedure. The doctor will revisit the case 5 months from now.